Event description:
During surgery first tacker misfired. Replaced with a second tacker from the same lot number which became defective after use. Tack needed to be removed from pt by laparoscopy. Third tacker used -different lot number- completed the procedure without incident.